Manufacturer narrative:
Device evaluation: the ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The poppet rod was identified to be misaligned inside the pump. The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had wear at fold in cylinder body. The krt of both cylinders were worn to the filament. This wear would not affect the functionality of the device. There were leaks in the krt of both cylinders that was the result of sharp instrument damage consistent with explant damage; holes were present. Due to this damage being consistent with explant it will be considered a secondary failure. Cylinder 1 has a leak in the proximal cylinder body that was the result of sharp instrument damage consistent with explant damage; hole was present. Due to this damage being consistent with explant it will be considered a secondary failure. Both cylinders were not pressure test due to leaks were identified. Product analysis confirmed pump malfunction.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as it suddenly stopped inflating. Trouble shooting was performed to attempt to inflate and deflate the device, including pumping the pump and pressing deflation several times. Troubleshooting did not solve the issue. A new inflatable penile prosthesis was implanted. Following the surgery, the patient was recovering.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as it suddenly stopped inflating. Trouble shooting was performed to attempt to inflate and deflate the device, including pumping the pump and pressing deflation several times. Troubleshooting did not solve the issue. A new inflatable penile prosthesis was implanted. Following the surgery, the patient was recovering.